Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance and no capture or sensing. The patient experienced pocket stimulation. The patient was not pacemaker dependent. A chest x-ray was in conclusive.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.